Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d154awg, implantable cardioverter defibrillator (ICD); implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) change out procedure it was discovered that the right atrial (ra) lead was exhibiting high thresholds, and intermittent sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.